Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the screen would illuminate when the wake button was pressed, but the touchscreen was not responding to presses. Customer's blood glucose level was not impacted. Reportedly, customer has back up manual injections for insulin therapy.